Manufacturer narrative:
E1 - last name: updated. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was not verified. Preventative maintenance was performed. The device then passed all functional tests.

Event description:
It was reported that the pump exhibited error code 45986. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.